Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a loss of capture (loc), and pacing impedance measurements greater than 2,000 ohms in bipolar configuration. This patient was previously hospitalized for chronic heart failure (chf). The decision was made to reprogram the pacing configuration to lv tip to right ventricular (rv) ring, which resulted in appropriate impedance and threshold measurements. It was suspected there might be insulation damage or lead conductor fracture. This patient is pacemaker dependent. No adverse patient effects reported, and patient will be followed-up within the near future.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific. At this time, there is no additional information. Should additional information become available, this report will be updated.